Event description:
It was reported that the patient's atrial lead exhibited noise resulting in episodes of noise reversion. The lead was explanted. The patient was recovering.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. It was discovered that the patient's atrial lead exhibited noise consistent with lead-on-can abrasion. The lead had a history of noise since 2017. No intervention was performed. The patient was stable.